Manufacturer narrative:
Clinical review: there is a probable temporal relationship between the patient event of peritonitis with subsequent hospitalization and pd therapy with the liberty cycler and cycler set, although it is unknown if the patient was in active treatment at the time of the event. There is no documentation to show a causal relationship between the peritonitis and the liberty cycler or cycler set. Additionally, there is no reported allegation against any fresenius product for this event. Based on the available information a cause of the peritonitis cannot be confirmed. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. A serial number search in the complaint system found four complaints with the issue of dc drain complication encountered within 90 days of the notified date. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2018 a peritoneal dialysis registered nurse (pdrn) for this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported drain complications. The pdrn stated the patient was currently in the hospital for peritonitis (unknown signs/symptoms) since (B)(6) 2018. Hospital course and patient disposition unknown.

Event description:
Additional information was solicited and received. The patient¿s peritoneal dialysis nurse stated that the patient went to the hospital with peritonitis. The patient was reportedly not using a fresenius device for peritoneal dialysis prior to hospitalization. The patient was still hospitalized at the time of the notification from the nurse. A communication will be sent to the manufacture of the peritoneal dialysis system.

Manufacturer narrative:
Since the patient was using a non-fresenius product prior to hospitalization, a communication will be sent to the manufacturer of that system.